Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse went on site, but was not able to reproduce the issue. The fse moved rac 2 to rac 1 and put a new rac in the rac 2 slot as a precaution and to help with troubleshooting should the issue come back. The fse completed a sine cycle on the master tool manipulators (mtm) with no issue. The system was tested and verified as ready for use. Isi received the rac part involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not reproduce the reported complaint; however, the error/fault was confirmed via error logs/system logs. Fa installed the unit was into a pca xi system and started-up the surgeon side console (ssc) with no error. The unit passed communication, voltage in range, firmware check, was idle in normal mode for 10 minutes, and did one hour power cycles with no issue. No image or video clip for the reported event was available for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed multiple errors on the left mtm rac: wheel communication problems error 22595, occurred during the surgical procedure that were related to the reported complaint. Additional logs confirmed system sk4455 was used on 27-sep-2022 for a benign hysterectomy procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted benign hysterectomy surgical procedure, the customer encountered several non-recoverable errors. As a result, the surgeon elected to convert the procedure to open surgery.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a non-recoverable fault was displayed. The customer stated that this has occurred three times during this case. The customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. The customer power cycled the system; however, the error returned on startup. The customer had a dual console da vinci surgical system. The tse walked the customer through power cycling and removing the affected console and this resolved the issue. The customer stated that the surgeon had elected to convert to open surgery to complete the case. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.